Event description:
The patient underwent a second revision in 2019 because there was a relapse of acetabular wear, with complete acetabular revision, and reimplantation with not cemented prosthetic acetabulum + 2 locking/stabilizing screws and replacement of the femoral head with a ceramic head.

Manufacturer narrative:
Additional info: implant date. An event regarding revision of an abgii shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need primary and revision operative reports, clinical and past medical history and serial x-rays. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, primary and revision operative reports as well as clinical and past medical history are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent a second revision in 2019 because there was a relapse of acetabular wear, with complete acetabular revision and reimplantation with not cemented prosthetic acetabulum + 2 locking / stabilizing screws and replacement of the femoral head with a ceramic head.